Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia as well as hyperglycemia. The customer¿s blood glucose level was 50 mg/dl, 40 mg/dl, 30 mg/dl and 398 mg/dl. Customer¿s current blood glucose level was 282 mg/dl. The customer provides details on symptoms related to the high blood glucose level such as not feeling very well and blurry vision. However, customer was feel ok to troubleshoot. The customer did not return the insulin pump back for analysis.